Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6). Product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-may-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 31-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was an error code. The patient reported that his ins went out saturday, so he recharged sunday and then saw out of regulation (oor) code. The patient stated he felt the need to increase as he has not felt anything really. It was reviewed that this could be an indication of a potential system issue or an indication of high use parameters. The patient was adjusting settings when the oor occurred. It was reviewed how to bypass the oor. The ins battery level was okay. The patient had access to change parameters. Patient was currently at 4.3v. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated. Additional information was received from the patient. It was reported the patient had not contacted their healthcare provider (hcp). It appeared that one of the 2 leads have stopped working. The patient was having numerous problems with the stimulation and lead and now they had to decide if it was worth the trouble. A third surgery did not except the patient, particularly with substandard devices and leads. The patient clarified that the stimulation in one of the 2 leads came and went for a few days until the right lead quit working completely. The patient was dissatisfied with their device. The issue has not been resolved. No further complications were reported/anticipated.